Manufacturer narrative:
MDR 3003442380-2026-09999 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set was accidentally pulled out on 27 jan 2026. The blood glucose level was high and the patient got treated via correction bolus.